Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. There were other compromised force sensor system alarms in the alarm history. The patient's blood glucose was normal and did not require treatment. No further details were given. The insulin pump will not be returned for analysis since the device is out of warranty.